Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the patient came to the hospital due to asthmatic bronchitis. The doctor ordered budesonide and terbutaline atomized liquid to inhale to relieve asthmatic inflammation. After the nurse took the atomizing device, the atomized liquid was poured into the atomization in the device, the nurses operate in a regular and reasonable manner, and the atomization device does not produce fog after being connected, and it cannot be used normally, resulting in waste of the patient's atomization liquid. Afterwards, replace the atomizing spray device and it can be used normally." No patient harm was reported and treatment was not delayed. The patient's condition is reported as fine.